Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set leaked. The following information was provided by the initial reporter: leaking observed from drip chamber vent.

Manufacturer narrative:
Investigation result: no 2420-0007 sample was available for investigation. The customer reported that the affected product was from lot 24025773 and that "leaking was noted from the drip chamber vent". As part of the investigation, the customer also provided photographs and a video of the reported sample. Analysis of the photographs and video confirmed the customer's experience with leakage visible from the air vent of the drip chamber; however it was not possible to determine the type of container that the customer was using. The air vent door was identified to be opened. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24025773 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi rigid containers, it is important that the air vent cap is in the closed position; however, once the drip chamber is primed the air vent should remain closed when using collapsible bags and open when using glass bottles. Please follow the fluid container manufacturer's recommendations regarding venting of semi-rigid containers. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Event description:
No additional information.